Manufacturer narrative:
The customer disposed of the product and it was not returned. Therefore, the complaint could not be confirmed, and no root cause could be determined. The lot number was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, the patient experienced bleeding. The patient had a 1600cc bleed and got 3 units of blood and 3 units of platelets. The physician attributed the bleeding to the patient condition who was very sick and did not attribute the bleeding to the device.